Event description:
A valiant stent system was implanted in a patient for the endovascular treatment of an thoracic aortic aneurysm. The patient presented during a routine follow up. A recent CT revealed an unknown endoleak. The physician elected to use aptus endoanchors, however due to the curvature of the thoracic aortic arch the aptus endoanchor was deployed but did not penetrate the stent graft/aortic wall. The physician elected to implant a valiant 44x44x200 stent graft pinning the dislodged endoanchor between the two stent grafts and to treat the unknown endoleak. There was still a slight unknown endoleak present. The physician decided to monitor the patient. Four days later another CT was performed and the unknown endoleak remained therefore the physician elected to convert the patient to an open surgical conventional graft repair. During the open repair the physician determined that there was a type ia endoleak and the cause of the reported events were due to the aortic neck angulation and tortuous vessels. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.